Manufacturer narrative:
An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results: not performed as no items were returned for evaluation. Medical records received and evaluation: the medical review indicated: the presence of a functional cr arthroplasty without pathology with still a pcl at risk for overload after acl sacrifice has contributed to an overload condition after excessive activity of the patient resulting in a possible pcl rupture requiring conversion to a ps type of knee arthroplasty. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the medical review indicated that:the presence of a functional cr arthroplasty without pathology with still a pcl at risk for overload after acl sacrifice has contributed to an overload condition after excessive activity of the patient resulting in a possible pcl rupture requiring conversion to a ps type of knee arthroplasty. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product return and lot code, additional x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause a CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon revised a left knee due to recent pain. Patient underwent a total knee arthroplasty in 2014. Patient's knee was aspirated and some bloody effusion was drained. A posterior stabilized triathlon was utilized with the poly thickness being increased from 9mm to 13mm. Nothing was loose or broken.

Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #3 l-cem; cat# 5510f301; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon revised a left knee due to recent pain. Patient underwent a total knee arthroplasty in 2014. Patient's knee was aspirated and some bloody effusion was drained. A posterior stabilized triathlon was utilized with the poly thickness being increased from 9 mm to 13 mm. Nothing was loose or broken.